Manufacturer narrative:
.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, the patient presented to other hospital with a fever and lower limb edema. The patient was diagnosed with a ruptured left iliac artery aneurysm and was transferred to osaka medical college hospital. On the same day, the patient was diagnosed with a infected ruptured aneurysm rupture at osaka medical college hospital. It was reported a distal type I endoleak was observed. The patient underwent emergency endovascular treatment and was implanted with two additional gore® contralateral leg components to extend the left limb device distally the endoleak was resolved. The patient tolerated the procedure. The physician stated the condition of the patient¿s proximal aortic neck is not good no endoleak is observed now, but there is a possibility of additional procedure.

Manufacturer narrative:
D11: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pla280300j/17957046, UDI: (B)(4), rlt281412j/18040152, UDI: (B)(4), plc271200j/17445167, UDI: (B)(4), ceb231410a/17484920, UDI: (B)(4), hgb161407a/17814969, UDI: (B)(4), plc141200j/18724726, UDI: (B)(4), plc141400j/20514349, UDI: (B)(4). H6: code 213: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
Additional information received reported that during the re-intervention procedure on (B)(6), 2019, the patient's left internal iliac artery was coil embolized and intentionally covered by an additional stent graft.